Manufacturer narrative:
H4: the lot was manufactured from may 13, 2019 - may 14, 2019. H10: the device was received for evaluation. A visual inspection was performed, and it was noted, that fluid was contained within the housing of the returned device as the bladder had ruptured. When the bladder ruptures during fill, fluid from the ruptured bladder will be collected inside the housing. The ruptured bladder was examined for signs of abnormality that could have caused the issue. And no issues were noted. The reported condition was verified. The cause of the condition could not be determined. However, the most probable cause of the condition was a manufacturing issue. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking from an unspecified location. During filling prior to patient use, it was observed that liquid loss was inside the rigid housing of the device. There was no patient involvement. No additional information is available.